Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No blank display was noted. No unexpected restart alarm and no external ram crc error alarm were noted. The pump was received with cracked case at display window corner. Or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose level was 410 mg/dl. The customer treated with the pump and received a blank display. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.